Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that an alliance ii integrated inflation system device was used during a dilatation procedure performed on (B)(6) 2009. According to the complainant, after inflation, when the device was deflated, the needle on the gauge did not move. The procedure was completed with another alliance ii integrated inflation system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).